Manufacturer narrative:
Event date: updated from (B)(6) 2019 to (B)(6) 2019. Lot number: updated from unknown to 21676491. Device is a combination product.

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the popliteal vessel. A 3.00 x 38 synergy drug-eluting stent was deployed to treat the lesion. However, post stent deployment, the stent did not fully expand longitudinally. A balloon was then passed through the stent and post dilatation was performed but the stent still looked compressed longitudinally. Subsequently, the physician deployed two more cardiology balloon expandable stents distal to the previously implanted synergy stent and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the popliteal vessel. A 3.00 x 38 synergy drug-eluting stent was deployed to treat the lesion. However, post stent deployment, the stent did not fully expand longitudinally. A balloon was then passed through the stent and post dilatation was performed but the stent still looked compressed longitudinally. Subsequently, the physician deployed two more cardiology balloon expandable stents distal to the previously implanted synergy stent and the procedure was completed. There were no patient complications reported.